Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 25 and 36 hours. Pus began coming from the site and an abscess formed, causing an edema and inflammation. The patient went to their doctor and received a prescription for antibiotic pills and an ointment. After a couple of days, the patient went to the emergency room and underwent a surgical procedure on the abscess. The patient received an intravenous antibiotic infusion following the surgery. The patient was still in the hospital at the time of reporting the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.